Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: review of the black box data and download history revealed multiple records of call service alarms (054) followed by one ¿power on reset¿ event on (B)(6), 2015. On examination, the battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture inside the battery compartment. The keypad was intact without damage. All keypad buttons had normal response and no contamination was found on the button contacts when the keypad cover was removed for investigation. The returned battery cap was evaluated and determined to be within the required specifications and was able to be secured to the pump and was used to complete the investigation. The battery cap was unscrewed by half a turn and was able to maintain an electrical connection with the pump. On investigation, the pump was exercised for 24 hours on a 1 unit per hour basal rate program with no power interruptions occurring. Investigation did not duplicate the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).